Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, the device ran without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.